Event description:
The reusable catheter passer is a non-sterile stainless steel instrument. The instruction for use identifies the product as non-sterile and indicates the steam sterilization procedures. The product label also states that the product is non-sterile. However, the label used, can be used for eo sterilization. It states "sterile, eo", "sterile unless inner package is open or damaged" and "indicator dot turns brown when sterile", although the eo indicator dot on the label is blue indicating that it has not been exposed to eo gas. Because of the conflicting statements on the label, sterility of the product is not clear. As a result, non-sterile product was used on a pt. This event was discovered the same day and the pt is being treated with antibiotics, and infection has not occurred to date.